Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the nurse tried to bow the device it would not bow. The device was removed and the procedure was completed with another dreamtome rx sphincterotome. Upon evaluation of the device after it was removed it was noted that the cut wire had separated from the tip of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the investigation results of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 8 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was not consistent with the complaint that the device cut wire had separated from the tip, however, we did find the length of the cut wire was shortened due to the melted/spit extrusion. We confirmed that the account returned the correct complaint device. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the nurse tried to bow the device it would not bow. The device was removed and the procedure was completed with another dreamtome rx sphincterotome. Upon evaluation of the device after it was removed it was noted that the cut wire had separated from the tip of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.